Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 300 and 145 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer went to a local pharmacy to have the meter replaced. No product will be returned.